Event description:
It was reported that line was broken before z-sampling board. Incident occurred during filling but before use on patient. Therefore no complications with the patient are reported.

Manufacturer narrative:
Evaluation customer report was confirmed. Rec'd (1) single dpt - vamp adult kit. Vamp tubing was completely broken off from solvent bond joint with sample site. Tubing did not appear to be bent at the site of damage.